Event description:
The user facility reported that following administration of sublocade 300mg the patient developed a skin infection. The device problem occurred after the use. The incident has not led to a serious deterioration in the state of health to the patient. The event was not caused by user error.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual sample was not available for our evaluation hence we could not determine the details of its actual condition. Visual inspection of the retention samples confirmed that they were free of burr/bent, damaged needle tip, foreign material, scratch, bent cannula, or any other contributing defects that would lead to the complaint. A corrective action is not necessary for this complaint. We received four (4) complaints related to this issue from fy20 to fy22 (april 3, 2023) where the cause was not identified as being related to our product or production process. The root cause of the complaint could not be linked to our product or manufacturing process. Our needles are non-toxic, pyrogen-free, and do not contain any toxins or harmful substances that are poisonous and may cause fever when injected into the bloodstream. Every lot is tested for the presence of bacterial endotoxin to ensure that our products are safe to use and will not harm the patient. We also have monthly physicochemical tests to check for metal and alkaline traces. All finished products are sterilized using the electron beam sterilization process, and qc performs outgoing visual and sensory inspections to ensure that the products are in good condition before shipment. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).